Event description:
It was reported that the device was sent to customer biomed with note stating "reprogram", when customer biomed reviewed the logs, he noted the pcu had error 800.8000 many times within the logs. There was no patient involvement.

Manufacturer narrative:
Omit : c20, no findings available. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of ¿pcu had error 800.8000¿ could be confirmed from the error logs provided. Inspection and laboratory testing could not be performed because the devices were not returned for investigation. A review of the pcu error logs showed 20 instances of error 800.8000 (pcu15_general_os_failure) recorded on (B)(6) 2025 from 7:03 am to 7:07 am. No errors or malfunctions related to the reported issue were found in the event log. On (B)(6) 2025, at 6:33 am, the last infusion prior to the recorded malfunction was programmed with a rate of 125 ml/h and a vtbi (volume to be infused) of 311.543 ml. The infusion started with a pvi (primary volume infused) of 20.625 ml. Subsequently, at 7:04 am, the next recorded event was the pcu being powered on to initiate a new infusion, programmed with a rate of 125 ml/h and a vtbi of 250 ml. The infusion started with a pvi of 0ml. Bd alaris¿ channel error tip sheet, states, a channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿pcu had error 800.8000¿ was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was sent to customer biomed with note stating "reprogram", when customer biomed reviewed the logs, he noted the pcu had error 800.8000 many times within the logs. There was no patient involvement.